Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer stated there is an inaccuracy with the sensor. The customer stated the insulin pump show 117 mg/dl and the meter stated 50 mg/dl. The customer declined to trouble shoot for low blood glucose, stated she treated with food. The insulin pump will not be returned for analysis.